Manufacturer narrative:
H11: additional manufacturer narrative. Updated: b4, b5, g3, g6, h2. H11: corrected data. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 25mm 3300tfx aortic valve was explanted after an implant duration of two (2) years and three (3) months due to history of endocarditis of the prosthetic aortic valve. The patient presented with dyspnea, a-fib and heart failure. The explanted device was replaced with a 25mm 11500a aortic valve. The patient was transferred to the ICU in stable condition.

Event description:
Per pathology report, the valve consisted of 3.0 x 3.0 x 1.7 cm annular segment of tan-white mesh material. Identified in the center of the specimen were three tan, rubbery leaflets, one of which displays adherent tan-while, noncalcified apparent tissue. No additional tissue is received, and no sections were submitted for microscopic analysis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 3300tfx aortic valve was explanted after an implant duration of two (2) years and three (3) months due to unknown reason. The explanted device was replaced with a 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.